Event description:
It was reported that a revision was required for femur fracture.

Manufacturer narrative:
The event cannot be confirmed and the root cause cannot be determined because the sales rep confirmed that the devices and relevant medical info required for an investigation were not available. A review of the device history records did not detect anything of relevance to this event for any of the lots reported. A review of the complaint history database shows that there have been no other reported events for any of the lots reported.